Event description:
Healthcare professional reported via nbir right side seroma, ptosis, bia-alcl. The device has been explanted. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma and bia-alcl.